Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that she had gone to work and upon return on (B)(6) 2011, found the customer in the bathroom, passed out. The customer was taken to the hospital where he suffered a severe stroke. The caller stated that the customer had many periods of low blood glucose. The night before the incident the customer's blood glucose had gone low, but the caller was not home. Prior to the incident, the customer's blood glucose had been low several times and was treated by giving him something. The caller stated that the insulin pump did not contribute to the customer's death; he had multiple other issues. The customer passed away on (B)(6) 2012. The cause of death was septic from bed sore. The customer was not wearing the insulin pump at the time of death; it had been disconnected since (B)(6) 2011. The customer was in a rehab, where he had a feeding tube. He had a stroke and was put on dialysis. Multiple surgeries had to be done. The caller no longer has the customer's insulin pump.